Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation created in tubes') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation created in tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), alopecia ("hair and tooth loss") and tooth loss ("hair and tooth loss"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the salpingitis outcome was unknown. The reporter considered alopecia, salpingitis and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events hair and tooth loss were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation created in tubes') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('inflammation created in tubes'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), alopecia ("hair and tooth loss"), tooth loss ("hair and tooth loss"), procedural pain ("pain from dye testing") and restless legs syndrome ("restless leg") with irritability and pain in extremity. The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the salpingitis, procedural pain and restless legs syndrome outcome was unknown. The reporter considered alopecia, procedural pain, restless legs syndrome, salpingitis and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, new event: pain nos updated. On (B)(6) 2020, new event: ¿restless leg¿ with symptoms; ¿irritating¿ and ¿painful¿ and new reporter added. On (B)(6) 2020, coding request. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.